Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon investigation the monitor was unable to deliver a pulse. The cause for the failure was isolated to a shorted transistor on the computer/analog pca. The root cause for the shorted transistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.